Manufacturer narrative:
The circuit trace for the elevation motor was burnt and the transistor for this motor was shorted. The cause was unknown, the table was repaired and in operation at the user facility.

Event description:
Patient was supine on profx operating table. Patient was anesthetised and the table became non-operational. While healthcare workers were trying to troubleshoot the table, the table locked in a tilt position. A decision was made to abort the procedure. The patient was extubated and transported to pacu.